Manufacturer narrative:
Device evaluation: the lens was returned in liquid, inside a microcentrifuge vial. Visual inspection found one of the haptics broken. Claim#: (B)(4).

Manufacturer narrative:
Code: 213, 4310. Claim#(B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.5/1.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange did not resolve the problem. Cause of event was unknown, reporter stated " the lens size recommended by ocos did not fit the patient."

Manufacturer narrative:
Dimensional inspection found lens to be within specifications. (B)(4).